Manufacturer narrative:
Age at time of event: 18 years or older. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. After a percutaneous myocardial ablation procedure to treat atrial fibrillation with an intellanav mifi open-irrigated catheter. The catheter was inserted through a zurpaz 8.5fr sheath. It was a difficult case because the left atrial anterior wall was cauterized at 35 w for quite a long time. After checking whether sinus rhythm was maintained, it was noted a mild cardiac tamponade occurred after the case. Drainage was performed to be safe and the patient was safely discharged after surgery. The cause could not be specified, however, the physician reported that because the shaft was soft he had difficulty in managing the torque, making it hard to manipulate. The device was disposed at the hospital, and therefore will not be returned.